Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The pt's head was immobilized with a three-point mayfield skull clamp. Disposable pins were used. Sixty pounds of pressure was applied. The tightening mechanism on the left side of head clamp failed. The swivel joint turned, lacerating the left side of pt's scalp with two of the immobilization pins. The u-shaped laceration was about one inch long. Staples were required for closure. The event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. Add'l clinical info has been requested. Cross referenced to uf/importer report number: (B)(4).